Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear and/or inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: logic femoral ps cem right sz 2 02-010-01-0320. Lgc tibial fit tray cem sz 2f / 2t 02-012-45-2020. Three peg patella 35mm 200-02-35.

Event description:
As reported by the exactech knee replacement study, approximately 8 years and 8 months post the initial right total knee arthroplasty, the patient experienced polyethylene wear with evidence of osteolysis, and mild lucency underneath the kneecap. Otherwise, no immediate concerns. Will continue to monitor; appointment in 12 months with x-ray on arrival. The outcome is continuing.